Event description:
It was reported that the customer experienced a low blood glucose level that was "low" per continuous glucose monitor readings due to needing settings adjustments. Low bg was addressed by consuming carbohydrates. Reportedly customer was working with their healthcare provider to adjust settings to better meet their needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.